Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
The patient reported not feeling well and having chest discomfort. The patient's spouse took the patient's heart rate which was "fast" and the patient was then given heart medications, whereupon, the rate dropped to 40, which was below the programmed lower rate of 60. The device remains in use. No patient complications have been reported as a result of this event.